Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be "operator error - viscometer failure". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient used magic 3 catheter for their stoma. Stated that the hydrophilic coating made it hard to use as it slided out of their hands. Patient stated that they had 26 of the magic 3 go catheters they would like to use but needed to know if washing them would damage the catheter. Patient confirmed magic 3 go catheters are not expired. Representative advised customer that washing the catheter would effect its sterility increasing the risk of infection, also advised of plastic, uncoated catheter buc14f.

Event description:
It was reported that the patient used magic 3 catheter for their stoma. Stated that the hydrophilic coating made it hard to use as it slide out of their hands. Patient stated that they had 26 of the magic 3 go catheters they would like to use but needed to know if washing them would damage the catheter. Patient confirmed magic 3 go catheters are not expired. Representative advised customer that washing the catheter would effect its sterility increasing the risk of infection, also advised of plastic, uncoated catheter buc14f.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.